Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose with blood glucose of 80 mg/dl and above at the time of the incident. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed the high pressure test. Customer has also experienced low blood glucose levels but declined troubleshooting. The insulin pump will be returned for analysis.